Event description:
It was reported that the lead was explanted due to infection upon extraction of system, a suture sleeve was found left in the pocket from previous lead implant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.